Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 350 mg/dl with symptoms of drowsiness. The patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that the pump was not alarming for loss of prime issues. The reporter stated that other alarms were functioning properly, but the loss of prime warnings would not sound despite being set to alarm in the pump settings. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of the pump not properly alarming for loss of prime issues.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump was returned with all sound features set to ¿high¿ and the temp-basal set to ¿off.¿ the pump booted up to the verify screen with audible and vibratory features. The audible alarm reading measured within specifications. There were no loss of prime warnings observed in the black box. A loss of prime warning was reproduced on the bench for testing purposes with sound set to high. The pump gave the appropriate sound warning and displayed the correct message on the screen. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.